Event description:
It was reported that the iab was inserted prior to CABG. Nine hours later, blood was noted in the helium tubing. The iab was removed and a replacement was not indicated. There were no pt complications.